Event description:
It was reported that an ilet user experienced leaking with multiple fiasp prefilled pumpcart cartridges, with leakage beginning after about one day of use and associated persistent hyperglycemia last recorded at 403 mg/dl. The issue was observed across several fiasp lots and connector boxes, and replacement connectors were provided. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a leakage problem associated with the reservoir component consistent with a seal-related leak. Symptoms included headache associated with hyperglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.